Event description:
Pt who was introduced to a novopen junior for type I diabetes, experienced elevated blood glucose levels and nausea while using the device in question. The washer broke off of the novopen junior one week prior to the onset of the events; however pt continued to use it. On the day in question the pt fasting blood glucose (bg) level was 90mg/dl. Pt received three units of insulin with the suspect device and at breakfast. Prior to lunch that day the pt's bg level was 238mg/dl. Parent administered three unit of insulin with the novopen junior and they ate lunch. In the afternoon pt experienced nausea and bg level of 492mg/dl and parent took pt to the emergency room. Pt was admitted to the hosp where they received intravenous fluids and subcutaneous injections of insulin. Pt recovered and was discharged on the following day. Pt discontinued the use of the novopen junior and began administering insulin with conventional insulin syringes and they had not had any add'l difficulty since that time. Pt's blood glucose levels were within normal range while using the suspect device during the week prior to the onset of the events. Pt was able to perform the air shot with the novopen junior prior to and on the day of the events. There were no changes to the pt's dict or activity prior to the onset of the events. One week prior to onset of the events they completed a course of oral antibiotics for swollen glands and a sore throat. Pt is not currently taking antibiotics and the illness has since resolved.